Manufacturer narrative:
Product analysis: confirmed the reported fault. Further inspection found hp failed earth resistance test. Also found housing and motor cable assembly heavily corroded with motor stuck inside the housing. Pre-repair temperature tests: 121.1 °f 119.3 °f 112.5 °f if information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was overheating. Event occurred intra-op. There was no patient or staff impact. On follow-up, it was reported that there was no delay in the surgical procedure. A back-up device was used.